Event description:
Consumer was reaching over to get her jacket off of a chair while her knee was up on the walker. She states when she reached that the walker tipped and she fell over to the side. She allegedly states that when she fell, her knee hit the cabinet, her toes hit the floor. Consumer states that she went to the doctor and they suspect her toe is broken. Consumer states that the brakes are now not working and there is a piece of metal sticking up out of the leg extension.